Event description:
During a ptcra procedure involving a calcified and 90% stenotic lesion in the mid rca artery, the wire fractured. The wire fractured during platforming of a 1.25 burr. No pt injuries or complications were reported.